Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The device had pump error 25 due to a connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error 25. Customer blood glucose at the time of incident 145 mg/dl. Troubleshoot was performed. Pump error 25 reappeared during normal use. The internal power was unable to charge. The insulin pump will be returned for analysis.